Event description:
Fire department personnel were attempting to routinely monitor a pt reported to be in an altered mental status. The device allegedly displayed a continuous connect leads message and a flatline. The cable/electrode connections were checked and a reason for the message could not be discerned. The operator switched over to the paddles mode and was able to monitor the pt successfully. There were no adverse effects to the pt reported as a result of the alleged malfunction.